Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that his mother-in-law had two pain devices and was having problems and she was told that they were positioned too close to each other. The consumer reported that he knew last year she got it taken care of. No further complications were reported.